Event description:
The event is reported as: the customer alleges that the ped-soft endotracheal tube is kinking just past the adaptor on the patient side. The nurse also mentioned that the black line, which indicates the bevel direction, is no longer on the ped-soft endotracheal tubes. The patient was re-intubated. No report of patient injury or decrease pulmonary function.